Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The battery depletion curve equals 96%. Projected longevity at recommended replacement time (rrt) equals 90%. Concomitant products: 694765 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a battery longevity performance issue. No patient complications have been reported as a result of this event.